Event description:
A home patient (hp) contacted global technical services (gts) regarding a low drain volume alarm that appeared on the homechoice (hc) unit during initial drain. The drain volume was 37ml and the last fill volume was 2500ml. Gts assisted the hp with troubleshooting. The hp identified that there was a lot of air in the patient line. Gts instructed the hp to start over with new supplies and assisted the hp with end therapy early procedure. On (B)(6) 2010 product surveillance spoke with the hp's nurse. The nurse stated she was not aware of any issue regarding this event. There was no adverse event reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Yielded jaw. The analysis found that the er320 device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using er320 throughout the case. As he closed the device, the clips were not forming together and subsequent clips were falling out of the jaws. Another device was used to complete the procedure. There were no adverse consequences for the patient.